Event description:
It was reported that the procedure was to treat the proximal and mid to distal right coronary artery (rca) with moderate calcification. After stenting the proximal rca with a 2.5 x 12mm promus stent, a 2.0 x 8 mm non-abbott balloon was used to pre-dilate the mid to distal lesion. A 2.5 x 12 mm promus was advanced to the lesion; however, it was decided that the stent was too short; therefore the promus stent delivery system (sds) was removed from the patient. An attempt was made to cross with a 2.5 x 15 mm promus, but it would not cross the proximal stent. A 2.5x 18 mm non-abbott stent was attempted to be delivered, but this was not crossing the proximal stent either. Another attempt was going to be made with the 2.5 x 12 mm promus stent, but when examined, it was noted that the stent was no longer on the sds and had embolized in the proximal rca stent, which is why the 2.5 x 15 mm promus nor the 2.5 x 18 non-abbott stent would cross. A 2.5 x 15 mm dilatation balloon was used to expand the embolized stent implant in the proximal rca stent. The 2.5 x 18 mm non-abbott stent was selected again and was able to cross the proximal stent and treat the mid-distal lesion. The procedure was considered successful as both proximal and mid to distal lesion were treated. Intravascular ultrasound (ivus) was used to check the vessel after deployment of the stents. A balance middleweight guide wire was used to wire the vessel successfully, but when the ivus reached the proximal rca, it would not cross the proximal stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The decision was made to remove the ivus; however, it became caught in the proximal rca stent. When force was used to remove the ivus catheter, the tip of the ivus catheter and the tip of the bmw wire broke in the vessel. The guide wire tip and the ivus catheter tip were successfully retrieved with a snare device. The procedure had to be stopped due to the radiation time (over 200 min.). No additional information was provided. The balance middleweight guide wire is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all stent delivery systems (sds) are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It was reported the sds was advancing through a newly deployed stent which may have contributed to the reported dislodgement. It is likely the promus stent interacted with the deployed stent, causing damage and contributing to the stent dislodging. Additional treatment was used to deploy the dislodged stent in the proximal right coronary artery. It should be noted the promus instructions for use states: although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. The reported stent dislodgement appears to be related to the operational context of the procedure.